Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation with exposed wires at the distal end. The wires were not completely broken. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The fbf instrument failed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps (fbf) instrument produced an output sound, but it would not cauterize. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that there was no instrument issue when the instrument was used in the procedure. There was no patient injury.